Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump had multiple battery out limit alarms. Customer replaced the battery last night. Today, when she got out of the shower, the device was blank. She walked out of the bathroom and the device had a battery out limit alarm. After cleaning the battery cap and compartment, the device powered up right away but alarmed failed battery test again. Customer was advised to try a fresh battery. Customer said she would call back because she had to go. Customer's blood glucose was 7.8 mmol/l. Nothing further reported.